Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by a study that the patient had expired less than one year after the implant procedure. No complaints or allegations of been made against the device system or any of the individual components. All leads have been exhausted and no further information has been made available at the time of the report.